Event description:
Caller reported a cgm error occurring multiple times, as indicated by previous incidents linked to the same device. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, customer planned to continue using the current pump, to ensure uninterrupted insulin delivery and will rely on alternate method if necessary.